Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) seal was cracked. Log events was reviewed and there are no errors related to the complaint. There were no services previously reported. During test inspection the complaint is confirmed, and the dso seal was replaced. The device and software were updated and calibrated for better operation and to avoid future errors. Device passed tests post repair.

Event description:
It was reported that the dso seal was cracked. The event happened during testing. There was no patient involvement.